Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09955. It was reported recapture difficulties and tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed. When they attempted to fully recapture the closure device, the feet of the closure device would not go into the access system. They tried to unsnap the delivery system from the access system and pull the closure device in with the core wire, but the feet still did not go into the access system. This caused the tip of the access system to buckle into itself. The whole system had to be removed from the patient with the feet of the closure device sticking out of the access system. They used another access system and delivery system to successfully complete the procedure. There were no patient complications and the patient was discharged the following day.